Manufacturer narrative:
This complaint is not confirmed. The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. The following is the report of their investigation. Having examined the faulty sample returned, we found that the catheter partly ruptured at its junction with the extension line. The damage appears to have happened due to the catheter's fixation with a strong adhesive (steri strips). There is a warning in the product's IFU to avoid to over stretch the catheter which reads "do not over stretch the catheter as it may rupture, and rebound into the insertion site, causing a catheter embolism". Due to the unknown batch number for this product under this customer complaint, a batch history review could not be performed. Corrective/preventative action: no further corrective action initiated by quality management. Vygon will continue to monitor this type of complaint in their complaint tracker.

Event description:
Catheter was in patient delivering therapy when it was noticed that it was leaking just past the distal tip of the hub.

Manufacturer narrative:
The device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Catheter was in patient delivering therapy when it was noticed that it was leaking just past the distal tip of the hub.